Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve implant date (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, frequent atrial under-sensing was noted during atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.